Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found the rear housing battery contact was bent, front housing was cracked at bottom corner, lens display was scratched, and rear housing top/bottom labels were missing. Unable to download event history logs due to alarm message error code 1260 on the pump display. Primary problem error code 1260 and 1210 prior to real-time-clock battery replacement was verified by functional testing. Most probable cause was microprocessor unit board damage by customer and clock battery was overdue. Replaced microprocessor unit board to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that device had an error code 1260, 1210 prior to real-time-clock (rtc) battery replacement. The product fault occurred during testing. There was no patient involvement.